Event description:
Patient was revised to address pain attributed to femoral loosening.

Manufacturer narrative:
No product was returned. The investigation was limited to the information provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify but the initial report indicates that there was no bony in growth noted. It also states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.